Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscopic examination of the device displayed nicks on the knife blade. In addition, no knife impression was observed along the cutline impression in the cutting ring/mylar cover, but part of the crush ring was observed to be crushed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected an unreported condition of a partially crushed crush ring that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass with hiatal hernia, when the surgeon enter the abdomen with the stapler, the hand piece broke. The stapler was removed from the field with all parts present. A new device was used to resolve the issue and complete the case. There was no patient injury.